Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -12.0/+3.0/094 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports refractive surprise and possible lens rotation. Reportedly, lens remains implanted. Attempts to obtain additional information have not been successful.